Manufacturer narrative:
H3 device evaluation: the cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The allegation of a failed cuff was not confirmed through product analysis. The allegation of atrophy cannot be confirmed through product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. A leak at the balloon adapter strain relief junction was identified in the krt consistent with fatigue. No other damage, abnormalities, or leaks were identified. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump component. The pump component was not functionally tested due to the confirmed balloon leak. Product analysis confirmed a device malfunction. Product analysis cannot confirm the allegation of atrophy.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to recurrence of incontinence due to a failed cuff and atrophy. All components were explanted and replaced 7 years after implant. The patient was stable and the event resolved.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced 7 years after implant. Additional information received indicated the patient experienced recurrence of incontinence due to a failed cuff and atrophy. The patient was stable and the event resolved.